Event description:
Endo gia stapler was placed in abdomen through a trocar for stapling during a laparscopically assisted vaginal hysterectomy. On the third reload, the stapler was inserted, in a closed position, through the trocar. When opened to staple, the reloading unit fell apart, into the abdomen. The parts were retrieved by the surgeon. A new stapler was then used to complete the procedure. No x-ray was done. No patient follow-up was done by the nursing staff.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.